Event description:
Pt revised due to ring disassociated from liner, found ring had crack in it.

Manufacturer narrative:
Examination was not possible as the product was not returned. Review of the device history records did not reveal any related mfg deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the investigation will be reopened. Depuy considers the investigation closed.